Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be confirmed as it was related to procedural circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. The reported failure to advance was likely due to anatomical conditions. It is likely that during the attempt to advance into the tortuous, 100% stenosed lesion, the barewire tip became compromised resulting in separation. As a result, unexpected medical intervention was required to snare the separated tip. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, right external iliac artery that is 100% stenosed. During preparation of the emboshield nav6 embolic protection system (eps), when attempting to load the filter into the delivery catheter (dc) pod with a torque device, the tip of the dc bunched up at the end. [The filtration element would not be able to be inserted into the dc pod]. A second emboshield nav6 was prepped and advanced; however, the tip of the barewire separated. The tip was snared. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.